Event description:
My child had to go to the e r with beginning of dka (diabetic ketoacidosis) due to dexcom g7 cgm failing to connect properly with insulin pump. Also, we've had more than 4 sensor failures at the day of insertion, with no reliability from the g7 product. Ref reports: mw5169631, mw5169632, mw5169634.